Event description:
The customer called technical support (ts) reporting that the device has no back up power, blower not working, auxiliary power is out, and control panel is not operating well. Customer verified there are codes check vent: 35 v supply failed (ec 111b, 1115, 1134, and 1104). He also experienced the touchscreen was not operating properly. He tried to shut down the unit, and it would reboot. The customer reported there was no patient involvement at the time the issue was discovered. The staff started to set up the ventilator and when turned on it alarmed, and no air was blowing, and the unit froze up and they could not turn off or change anything. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer checked the device and found the same issues as reported. Checked unit and could not find anything physically wrong other than the blower not working and certain diagnostic settings were not correct like the 35 v. The rse recommended parts for the mc pcba and pm pcba. Further information is pending.

Manufacturer narrative:
Per good faith effort response, the customer informed that he has ordered a replacement power management (pm) pcba to resolve the reported problem. Once the pm pcba is received, he will replace it and return the device back into service.